Event description:
After 9 years of cochlear implant use, this patient's device reportedly began to extrude due to a bacterial infection. The device was explanted in 2005. The contralateral ear was implanted on the same day.